Event description:
It was reported that due to the small size of vertebroplasty needles, the autopositioning and patient contouring features might pose potential safety issues for patients if used for vertebroplasty exams. The capacitive sensors may not detect a needle inserted into the patient's spine. This may result in the detector contacting the needle and moving its location within the patient. No injuries have been reported.

Manufacturer narrative:
The event is still under investigation.